Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Two low battery warnings observed in alarm history. N replace battery alarm observed in black box on (B)(6) 2014 however one replace cartridge alarm was observed on (B)(6) 2014. Connected pump to an external power supply and slowly lowered the input voltage below the low battery warning threshold, pump alarmed with a low battery warning. Removed pump case. No evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that she had replaced the battery on june 4 and received replace battery alarm today. The pump did not emit a low battery alarm. Patient is sure pump said replace battery on screen today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.